Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was treated with IV antibiotics (date and type not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4).